Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. Analysis was unable to test for failed battery test alarms due to no button response. The insulin pump had broken belt clip slot, cracked battery tube threads and reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 154 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.